Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. All available information was forwarded to the manufacture. Based on the investigation reults, retain samples were tested and defects were noted. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that upon removal, the pencan needle broke off in patient's back. During a telephone conversation the nurse manager it was stated that," the broken needle tip was not recovered. The patient did not receive surgical intervention at the time of the event, or as of current date. It was decided to send the patient for neuro-surgery consult, and observe. No complications as of today."